Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The pump began responding correctly to button presses, and the customer was advised to press the button in the center, which she understood and acknowledged.